Event description:
It was reported that when patient presented in clinic for a follow up, back up vvi mode was observed on the device. A device download was performed successfully. Patient was stable.